Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient said that the unit isn't suctioning was used plugged into power strip motor has gone out warranty is expired. Used with female wicks. Unclear if medical intervention was provided. No additional information provided. Troubleshooting did not resolve the issue.

Event description:
It was reported that the patient said the unit isn't suctioning, was used plugged into power strip motor has gone out warranty is expired. Used with female wicks. Unclear if medical intervention was provided. No additional information provided. Troubleshooting did not resolve the issue.

Manufacturer narrative:
Upon further review, bd has determined that this MDR is not reportable as suction failure was against purewick urine collection system. Submitting the investigation details as additional information. The reported event was inconclusive because this investigation did not result in any additional findings, and no sample was available for evaluation. The labeling is found to be adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Correction: d. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.